Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - chronic low back pain/ spinal pain. It was reported that there was a note in patient's file indicating issues with ins/ no longer functioning on (B)(6) 2018. No symptoms reported. No further complications were reported/anticipated.